Event description:
The patient reportedly experienced intermittencies and sound quality issues with her device. It was also noted that the patient experienced facial nerve stimulation and pain. External equipment was exchanged, but the problem was not resolved. The patient's device was explanted and re-implanted with another advanced bionics device in 2007. It was reported that the revision surgery went well.